Event description:
It was reported that during a case on an unknown date the tibial nail mis targeted both the static and dynamic holes on two occasions when drilling. Surgeon retightened connecting screw, ensured jig was attached correctly and still the drill bit was missing and hitting the nail. The surgeon proceeded to drill freehand without the sleeves, instead of taking out the nail.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.